Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic/performance inspection: the sample appeared to be clean. The distal tip was missing from the catheter and was not returned. The core wire break was located 8.0cm from the distal end of the catheter, indicating that approximately 8.0cm of the core wire detached with the distal tip. The distal end of the outer catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported event details, the activation was activated for over 7 minutes. The crosser catheter IFU (instructions for use) states "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." As such it is possible that activating the crosser beyond the recommended 5 minutes contributed to the tip detachment. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current crosser recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after seven and a half minutes of activation treating a severely calcified lesion in the sfa, the recanalization catheter allegedly could not cross the lesion. The health care provider also reported that the distal tip and a segment of the core wire allegedly detached and remained embedded in the lesion. The hcp further reported that the remaining tip and the core wire would not cause health damage to the patient. There was no reported consequence or impact to the patient.